Manufacturer narrative:
The product remains implanted and is not available for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve was draining slowly. The pt was imaged and a subdural was noted. The valve is still implanted.